Event description:
It was reported that the vns patient noted that one of the tie-downs began protruding from his neck in (B)(6) 2014. The patient¿s parent suspected that a scratch might have led to the injury. The patient continued feeling stimulation on-times from the device. System diagnostics showed lead impedance within normal limits (impedance value - 2324). The pulse generator was disabled in preparation for surgery. X-rays showed that the tie-downs are attached to the lead. Further information was received indicating that the patient had built up an infection which pushed the tie-down outwards. The vns system is expected to be removed and a new implant would be considered later, but no known surgical intervention has occurred to date.

Event description:
It was reported that the patient underwent explant surgery on (B)(6) 2015. The explanted devices were believed to be disposed of at the healthcare facility. A cd containing the x-rays images was received, but it could not be opened as the cd was password-protected and no password was provided by the facility. No explanted device was returned to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the lead prior to distribution.